Manufacturer narrative:
Based on the information provided, it is considered likely that the tissue samples exhibiting sub-optimal tissue processing are derived from the "factory 8hr routine" protocol comprising 82 cassettes, which started in retort a at 04:50am on (B)(6) 2019 and was abandoned by the user at 13:32pm on (B)(6) 2019 during step 13 (final wax infiltration step) of the protocol. Manufacturer evaluation of the instrument logs showed that bottle 4 (ethanol) was not in contact with the corresponding sensor for approximately 2 minutes and 3 seconds from 05:09am on (B)(6) 2019, which is sufficient time to replace the reagent; and the station properties were reset at 05:11am on (B)(6) 2019. A user affirmed in the instrument software that the ethanol concentration in bottle 4 was to be set to the default concentration of 100% at 05:11am on (B)(6) 2019. Information provided by the complainant indicates that a user had manually replaced the reagent in bottle 4 (ethanol) with 70% ethanol rather than 100% ethanol in error between 05:09am and 05:11am on (B)(6) 2019 during execution of the "factory 8hr routine" protocol started in retort a at 04:50am on (B)(6) 2019. In this instance, the reagent in bottle 4 (ethanol), which had a calculated ethanol concentration of 99.5% prior to replacement, had been allocated by the instrument software algorithm for use in the final dehydration step of the "factory 8hr routine" protocol started in retort a at 04:50am on (B)(6) 2019 when the protocol was scheduled. Bottle 4 (ethanol) remained scheduled for the final dehydration step of the "factory 8hr routine" protocol started in retort a at 04:50am on (B)(6) 2019 because the reagent bottle allocated to a processing step is not changed when the contents are replaced during execution of a processing protocol. Although replacing the reagent in a bottle during execution of a protocol is not in accordance with the manufacturer instructions, the act of replacing the reagent in bottle 4 during execution of the "factory 8hr routine" protocol started in retort a at 04:50am on (B)(6) 2019 was not the cause of the sub-optimal tissue processing reported in this complaint. The sub-optimal tissue processing reported resulted from the use error in filling bottle 4 (ethanol) with 70% ethanol in error rather than 100%; and this reagent was used for the final dehydration step of the "factory 8hr routine" protocol started in retort a at 04:50am on (B)(6) 2019. The minimum final reagent concentration required for ethanol is 98%. The consequences of using reagent at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the tissue, which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing. Investigation of this complaint found that the instrument functioned as designed during execution of the "factory 8hr routine" protocol started in retort a at 04:50am on (B)(6) 2019, from which sub-optimal tissue processing was identified. The root cause of the sub-optimal tissue processing reported was a use error, which occurred between 05:09am and 05:11am on (B)(6) 2019, during replacement of the reagent in bottle 4 (ethanol). Specifically, per the information provided by the complainant, a user "replaced the last alcohol with 70% alcohol instead of 100% alcohol"; and this reagent was used for the final dehydration step of the "factory 8hr routine" protocol started in retort a at 04:50am on (B)(6) 2019, from which sub-optimal tissue processing was reported.

Event description:
Leica biosystems received a complaint regarding "raw tissue" following processing. A leica applications specialist (fss) documented the following information provided by the complainant: "customer replaced the last alcohol with 70% alcohol instead of 100% alcohol. The tissue were raw. The customer replaced the bottle #4 with absolute alcohol and reprocessed the tissues. The t replaces (sic) issues were hard and crunchy bur (sic) were able to be diagnosed". On (B)(6) 2019, the fss documented the following information in relation to patient outcome: "supervisor also stated not all tissue has been able to be diagnosed as of 3:20pm (B)(6) 2019. One doctor is making the call if a rebiopsy may need to be done on a breast case". On (B)(6) 2019, the fss documented that: "...one breast case will have to have a rebiopsy..." On (B)(6) 2019, the fss documented that: "...one breast case will have a rebiopsy planned soon... She will keep me posted on when the rebiopsy takes place and what is the outcome of diagnoses. Original final report on problem case states: 'left breast 1:00, needle core biopsies: technical processing artifact precludes accurate of this specimen..." The patient age and gender were provided. On (B)(6) 2019, the fss visited the customer site in order to obtain further information regarding the circumstances involved in this complaint and to provide applications support. The fss documented that user training was provided to the majority of the staff members on all shifts; and that she had spoken with the staff member who mistakenly put 70% on the instrument; who advised that she had not worked with the peloris in a long time and was use to old set up of having designated 70% ethanol in bottles 3 & 4.